Event description:
The physician inserted the silverhawk lx-m through the 7f sheath with difficulty. Four passes were made in the sfa. There was difficulty removing the silverhawk from the sheath to clean. The physician noticed a piece of the nose cone peeled away near the cutter chamber. As a result a new silverhawk was opened to complete the procedure. No injury reported. Evaluation of the returned device was completed on march 28, 2016. A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event. The reported event has been confirmed. The surface of the distal assembly beneath the cutter window showed the material was sliced/shaved. The stainless steel coils at the segment of the distal assembly where the damage was observed showed signs of deformation. The coils were elongated or compressed at areas around/at the shaved segment. The root cause of the damage encountered could not be determined. Possible contributing factors such as; lesion morphology, vessel anatomy, sheath interaction, and procedural technique could not be evaluated in this investigation, however, according to the product labeling for the silverhawk lx-m the recommended sheath size is 8f. The instructions for uses includes the following: use of sheaths smaller than those recommended may compromise device performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.